Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was going through batteries and he was getting battery out limit. The customer stated that battery life had been lasting for one day. The customer¿s blood glucose level was 420 mg/dl. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the insulin pump. Troubleshooting was performed for the battery issues. The customer was advised to monitor the insulin pump and will be sent a battery cap. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.